Event description:
The customer contacted stryker to report that, when moving the cable, the device stops recognizing the electrodes or paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was observed that the contact was loose at the therapy connector. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.